Event description:
Another manufacturer's 5.0mm diameter by 24mm length stent was inserted into a saphenous vein bypass graft to the left anterior descending coronary artery. The stent was implanted distal to the intended lesion site and was not fully deployed. Therefore, a 2.5mm x 20mm percutaneous transluminal coronary angioplasty balloon was used to pre-dilate the vessel between the targeted ostial lesion and the under-deployed stent. Although the medtronic ave stent is not indicated for use in saphenous vein bypass grafts, a 3.5mm diameter x 12mm length medtronic ave s670 rapid exchange stent delivery system was then inserted into the bypass graft. Upon insertion, the stent became entangled in the struts of the under-deployed stent. Consequently, upon removal of the stent and stent delivery system, the stent dislodged from the stent delivery balloon and migrated to the distal left anterior descending artery. The stent remains in the pt's distal left anterior descending artery. The target lesion was treated with another s670 stent with good results. The pt was asymptomatic at conclusion of the procedure. Physician did not follow instructions for use when the stent was inserted in a bypass graft and inadequately pre-dilated. There was no add'l clinical sequelae reported relative to the event.